Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, the system is not connecting. During troubleshooting when connected through the wire it did not see that device was connected. Device says disconnected. Redock the nim vital see's that it was connected when docked and undock the device connected wirelessly but when connected electrodes lose connection wirelessly connected via the cord but unresolved. Flip the cord connected to the po box 180 degrees it resolved. The system was losing the wireless connection, and then with the cord not working. There was around 1 hour delay in the procedure. The device responded after some delay. There was no patient impact.

Manufacturer narrative:
H3: d16 code no longer applicable. As per the information provided by the rep that the patient interface had a fault and it was reported under the regulatory report ac knowledgement number - 1045254-2025-01408. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting criterion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.